Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the luer collar is coming off the set, and returned a photo and a sample of material mzxt5307, lot 24039239. The set was examined, the luer collar was separated from the rest of the set, and the complaint was verified. The luer collar and the luer post were both measured for their dimensions using a microscope. The manufacturing site found the luer collar issue to be unrelated to the manufacturing process. The quality team followed up with the clinical team on the matter, and the regional sales team will work on education to customer. The root cause is a potential user issue. The only reported issue of the luer collar with mzxt5307 or mzxt9001 is with the same customer, no other customers are experiencing the issue in the past year. Device history record review for model mzxt5307 lot number 24039239 was performed. The search showed that a total of (B)(4) lot number was built on 19mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd bd maxzero multi-fuse extension set with needleless connector was separating the following information was received by the initial reporter with the following verbatim: it was reported by customer that the clear end that spins to connect the port to the catheter is coming completely off of the device. So the rest of the t-port cannot stay attached to the catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.